Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "defib pacer device failure" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing, but it was very intermittent. The device was put through extensive testing including bench handling, power cycling, and defib/pacer functional stress testing without duplicating and verifying a fault to the device. An internal inspection of the device found no discrepanies. The processor/bridge/pace (pbp) board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.